Event description:
It was reported that one day after implant the patient had a perforation from right ventricular (rv) lead. The rv lead was surgically removed. No further patient complications were noted as a result of the event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.